Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose episode with a lowest continuous glucose monitor (cgm) reading of 55 mg/dl, treated with oral glucose (orange juice), following a dinner meal announcement that was likely mismatched to the actual meal composition and size, resulting in late postprandial hypoglycemia. Symptoms included hypoglycemia with ringing in the ears. Outcomes included resolution with self-treatment without hospitalization. Investigation included troubleshooting and education on meal announcements, identification of incorrect meal size selection, and transfer to the clinical support line for additional guidance. Investigation of this case revealed that the device functioned as designed, and the event was associated with user meal announcement maladaptation rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors involving incorrect meal size selection and timing.